Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 35mm watchman flx laa closure device and delivery system were used. The closure device was successfully deployed and a clot was noticed in the laa near tissue and the face of the device. Aspiration was attempted through the side port of the delivery system. After a few attempts, the clot disappeared. The closure device was successfully released. The patient had no neurological defects after the procedure and was discharged home one day post procedure from the hospital.